Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months and 13 days after implantation. Te doctor indicated that periodontal disease may have caused the implant removal. The patient had history of diabetes and tobacco use and has been recovered without complications.